Event description:
Ult was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient had a total left hip replacement on (B)(6) 2011. It is further alleged "she experienced pain after implantation and subsequently had revision surgery in (B)(6) 2011. The component was found to be loose and the failure of fixation resulted in a fracture to her femur."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. It is not possible to determine the exact root cause of the reported event with the limited information provided. As there were no devices or medical records provided for evaluation, the failure is not confirmed. A review of the device history records indicate that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. There is no indication that the device contributed to the event in this case.